Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that the therapy table top became loose when the customer took the therapy top off the table and dropped it on the floor. This mishandling resulted in the therapy top fixation screw becoming bent and the brackets becoming unsecured. This occurred on a big bore radiology system. The system was not in clinical use when this issue was discovered. A philips quality analyst (qa) confirmed that there was no harm to a patient, operator or bystander. On 05-feb-2016, it was confirmed by the qa that a philips field service engineer (fse) had evaluated the table after the incident had occurred. The philips fse did not have a replacement part available, so he repaired the fixation screw by straightening it. On 29-feb-2016, it was confirmed that a philips operations manager (om) advised the customer that system usage is not advisable until the damaged part has been replaced. On 08-mar-2016, a philips om spoke to the customer regarding performing the correct philips authorized repair on the system. The customer has stated that they are not having any mechanical problems with the system and have declined further system repair. CT engineering determined this issue to be an acceptable risk and if the malfunction were to recur it would not be likely to cause or contribute to death or serious injury as the failed parts were not available for analysis, CT engineering was unable to determine the cause of this issue. The fse confirmed that the therapy top was damaged by the customer dropping it onto the floor.

Manufacturer narrative:
(B)(4). We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
The customer reported that when the CT system was not in clinical use, the therapy table top became loose. The philips quality analyst (pqa) confirmed that there was no harm to a patient, operator or bystander. The pqa stated that the fixation screws on the therapy plate got bent and the bracket was damaged when the operator took the therapy plate option out of the philips carbon top as it was not needed for the next examination.